Event description:
It was reported that an erbe electrosurgical unit (esu/generator) was involved in a patient incident during a laparoscopic inguinal hernia procedure. No information was provided regarding any accessories used in the procedure or the settings of the equipment employed. During the procedure a burn occurred on the patient's navel area. No further details have been provided regarding the appearance or extent of the burn, patient, or intervention despite several requests. No information was provided on any wound treatment.

Manufacturer narrative:
The involved esu was inspected/tested. The unit was found to be functioning as intended. The evaluation included an electrical safety check, a functional check of each of the equipment's features and a power output check. The generator was/is within specifications and all features were/are functioning properly. Additionally, no anomalies were found in the device history record (DHR) of the involved device. In conclusion, no erbe equipment problem was found that would have caused or contributed to the incident. Based upon the report, there are most likely many factors involved with the reported event (i.e., equipment settings, activation time, user technique, instruments used, etc.). Therefore, no conclusive determination could be made as to the cause(s) of the event. Erbe USA, inc. Is now closing the file on this incident.